Event description:
The pt was implanted with a prosthesis on 7/12/96. Subsequently, it was noted that the pt had developed pain in her right breast. The MFR will request the return of the device for eval purposes and will continue its investigation of this occurrence.